Event description:
Pt tested on suspect device with an inr result of 2.6. Lab inr was 1.9. No treatment alleged. Controls were in range. The site was using the second drop of blood from a finger stick.